Event description:
It was reported that the patient indicated they received several shocks from the implantable cardioverter defibrillator (ic). Follow up in clinic showed backup vvi. A device restoration was completed. Shortly after restoration the ICD showed the device was less than 3 months to eri (elective replacement indicator). The ICD was explanted and replaced.

Manufacturer narrative:
The reported event of backup vvi was confirmed. The cause of the backup vvi is a power on reset due to low battery voltage consistent with premature battery depletion. Interrogation of the device revealed the device was below end of life when received. No high current drain sources were found throughout bench testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer did not find any defects in the battery. The cause of the premature battery depletion could not be determined.

Event description:
Clarification/correction: it could not be confirmed whether the shock received was appropriate or inappropriate. The patient was stable.

Manufacturer narrative:
Correction: e2 - health professional? Should have been marked "yes".